Event description:
During remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead fracture was suspected, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.